Event description:
Customer reported that 4 times removal of a needle lock from the y site of the set has pulled out the sleeve stopper while IV solution was infusing into a pt. This required changing of the IV set.